Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on 03-09-2023 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and signal loss was not found for serial number (B)(6) within the investigation window. The allegation was undetermined. The reported event of signal loss over 1 hour is reportable because there is no data in the cloud or in the bin file. No injury or medical intervention was reported.